Event description:
Explanting physician reported capsular contracture baker grade unknown. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Explanting physician reported capsular contracture baker grade unknown. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Cont. H.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.